Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a drop in the battery longevity estimation was observed. No premature battery depletion was suspected and a battery longevity overestimation at the previous follow-up was suspected to be the cause of the event. A device exchange is anticipated to address the normal battery depletion. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.